Event description:
It was reported that the tap fractured during surgery. The tap bent and fractured, and the fractured part was removed. There was no reported impact on the patient.

Manufacturer narrative:
Device evaluation: visual inspection of the device reveals that it is snapped. Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to off-axis forces applied during use for higher than usual forces applied in the case of hard bone. DHR review: per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
(B)(6). Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tap fractured during surgery. The tap bent and fractured, and the fractured part was removed. There was no reported impact on the patient.